Event description:
It was reported that the customer experienced high and low blood glucose levels. The customer stated that he had a few high blood glucose readings due to nibbling on snacks at work. He also experienced a low episode. The blood glucose reading was 50 mg/dl. The customer inquired about getting trained on the continuous glucose monitoring system because he wanted to take advantage of the low predict and low threshold suspend training. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.